Event description:
A surgeon reported that his colleague had a patient who experienced three diopters of residual astigmatism following intraocular lens (iol) implant surgery. The lens was noted to be sitting 15 degrees off axle. The surgeon reported the patient is unhappy and would like a lasik done. In a follow-up, the surgeon reported the lasik will not be performed until a few months later as he is waiting for the cornea to recover from the iol implant surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).